Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 109" message and was only able to select up to 200 joules. There was no pt involvement during the reported malfunction.